Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd885293, gd884445 and gd883520 and no exceptions were observed that were related to the reported condition. The cause of the peritonitis was use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of using an area not sanitary/did not wear a mask and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, the patient was using an area that was not sanitary and did not wear a mask. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. The cause of the peritonitis was due to using an area that was not sanitary and did not wear a mask. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome of the event of using an area not sanitary and did not wear a mask was not reported. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality.